Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an abrupt increase in pacing impedances however, measurements were within range. Boston scientific technical services discussed possible causes and recommended to continue to monitor. Also suggested to consider isometrics, pocket manipulation and serial impedances. At this time the ICD and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).